Event description:
It was reported that when using the bd pyxis¿ medstation¿ es stuck on black screen and remote support service shown offline. The customer attempted to reboot the station, but the issue persisted. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on black screen. A field service engineer (fse) found that the station would not power on. The customer reported hearing a click when switching on the power and suspected a cubie drawer issue. Upon arrival, fse removed the top cover and disconnected the pyxis bus cable to the main drawers, which allowed the station to power on. After reconnecting the cable, fse unplugged and reseated the cable and unplug each cubie drawer individually, isolating the issue to half height cubie drawer 5 and specifically drawer 5.2. Fse replaced the drawer board and verified functionality in the hardware test application. All tests passed, and the customer confirmed proper operation. The system functioned as intended after the field service engineer repaired the device.